Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had given failed battery 2 to 5 times, had deep scratches between casing and screen, 3 to 4 cracks near reservoir window, rubber ring near the reservoir was missing, the battery cap threading was messing up and had a black stain by the battery cap. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device monitored for several days. Device received with all operating currents within specification and passed a21 error test and displacement test. No unexpected failed battery alarm anomalies noted. Device received with broken reservoir tube lip, scratched lcd window, cracked case from display window corner, cracked case, broken belt clip slot, cracked reservoir tube window, cracked case from reservoir tube window corners, stained end cap sticker, missing o-ring, stripped coin slot. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip. (B)(4).